Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according with the information received, the patient experienced a rupture in the breast implant. Two implants with the same lot number were received, therefore both implants were analyzed. During the visual evaluation, no apparent damage or visual anomalies were observed on the two returned devices. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in both devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 355 cc mentor memoryshape breast implant experienced right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with non-mentor (allergan) breast implants on (B)(6) 2020.